Manufacturer narrative:
(B)(4). Batch # t5c65v. Investigation summary: the analysis results showed that one gst60w cartridge reload was returned unfired with the cartridge pan partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please provide more event details? What stapler was used with the reloads? Psee60a. Did the device partially fire (start to deploy staples and cut but could not be completed)? Yes. Or, did the device not staple one or more staple lines? Did the device deliver any staples? No. If yes, were the staples in that deployed in the tissue formed in the proper closed b-formation? Did the device cut? Yes. If yes, was the cut line complete? Yes. Also, you have reported five gst60b reloads involved in this event. Did the same issue occur with all five reloads? Yes.

Event description:
It was reported that the stapler loads did not form staples the entire length of the load. It is unknown how the procedure was completed and there were no patient consequences reported.